Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. In addition, it was report depleted rapidly. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support.